Manufacturer narrative:
Unit had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. Unit had missing segments/partial display due to cracked glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damaged. Customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.